Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Event description:
Size was determined by doctor. I picked out implants from their consignment and brought them into the room. I yelled out implants to show the scrub tech and doctor. Both said ok, I asked if I should open all of them, doctor said yes and I opened the boxes to grab the stickers and then handed the box to the circulating nurse. The nurse said what was written on the stickers of the inner box before opening and dropping onto the sterile field , we cemented and implanted all 3 pieces. I found out later that night the femur stickers didn't match the side that was done. I called my manager the moment I found out. The doctor was then called and notified of the issue. Patient will go under revision.

Manufacturer narrative:
An event regarding off-label use involving a triathlon cr fem comp #2 l-cem was reported. The reported event involves the use of a left femoral component in a right knee. A review of the packaging insert included with the device at the time of manufacture, qin 4376, version c, indicates the following: femoral components are designed in right and left configurations and are available in cruciate retaining (cr), cruciate sacrificing (posteriorly stabilized ¿ ps), and total stabilizing (ts) designs. Optional femoral pegs are available for use with the ps and ts femoral components. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time.

Event description:
Size was determined by doctor. I picked out implants from their consignment and brought them into the room. I yelled out implants to show the scrub tech and doctor. Both said ok, I asked if I should open all of them, doctor said yes and I opened the boxes to grab the stickers and then handed the box to the circulating nurse. The nurse said what was written on the stickers of the inner box before opening and dropping onto the sterile field , we cemented and implanted all 3 pieces. I found out later that night the femur stickers didn't match the side that was done. I called my manager the moment I found out. The doctor was then called and notified of the issue. Patient will go under revision.